Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #4, #5, #6, #7, #8, #9, and the (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 will occur following the selected key's function (e.g. When the #1 key is pressed "14" will be displayed. When in alphabetic mode and the 'abc" key is selected, "aj" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigation the reported event.

Event description:
It was reported that the number four key on a pump keypad is "stuck". It was also reported that there was no pt involvement.